Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for chronic low back pain and spinal pain. It was reported the patient¿s catheter was capped because his doctor was having difficulty removing it. It was also reported the patient¿s pump was explanted on (B)(6) 2018 without replacement. No further complications were reported or anticipated.